Event description:
Boston scientific received information that during the implant procedure, left ventricular (lv) pacing impedances were greater than 3,000 ohms in all lv vectors. The case was determined to be that the lead was not fully inserted into the lv header port. After reconnecting the lv lead to the header, all measurements were within range. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.